Event description:
It was reported to nova biomedical that a consumer received a result of 285 mg/dl on their blood glucose meter. Contrary to the high results, the consumer experienced a hypoglycemic event, which did not require medical intervention. The consumer treated himself with consuming orange juice. During the call, it was revealed that the consumer improperly stores their meter. It was also revealed at the time of the call, that the consumer does not control solution test before use their initial test strips, as instructed in our directions for use. The consumer was educated on these directions for use at the time of call. The meter in question will be returned for evaluation.

Manufacturer narrative:
Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a f/u report will be filed.